Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure using an xi system, a non-recoverable fault occurred. The team power cycled the system, after which the fault did not recur. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed available logs but could not access the pre fault logs because they were overwritten by the power cycle. Later, the nurse called back to report the error returned after the procedure ended. The tse guided staff through a hard power cycle of the system. Error 1153 was observed in the live logs. The procedure was completed.